Manufacturer narrative:
Section d4: correction: the UDI# has been corrected to (01)00813132023072(17)250412(10)flp23d06a (from (01)20813132023076(17)250412(10)flp23d06a). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3): a portion of the device was discarded, and a portion remained in the patient, thus no investigation could be completed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the ra lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a left ventricular (lv), and two right ventricular (rv) leads due to cied system/pocket infection. The rv lead, implanted in 2022, pulled out with simple traction (no traction platform utilized). Then, spectranetics lld ez lead locking devices (lld ez) were inserted into the remaining 3 leads to provide traction. Beginning with a spectranetics 12f glidelight laser sheath and a spectranetics visisheath dilator sheath, and alternating between the ra and lv leads, advancement could not be gained past the subclavian vein. Upsizing to a 14f glidelight and working to remove the rv lead, progress stalled in the same region. A spectranetics 13f tightrail sub-c rotating dilator sheath was used next, with no advancement. At that time, the decision was made to abandon the lead extraction. The physician did not attempt to unlock the lld ezs from the leads. The rv lead/lld (MDR #3007284006-2023-00078), and the lv lead/lld (MDR #3007284006-2023-00079) were cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the ra lead which was cut and capped and remained in the patient.